Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during an unk procedure, the hand switch did not work. Another device was used to complete the case. There were no adverse consequences to the pt.